Manufacturer narrative:
The device was returned to inogen for evaluation and the evaluation found the columns were contaminated with moisture wherein caused low external oxygen, low internal oxygen, and high column pressure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to inogen, that the unit was shutting down and produced an inadequate amount of oxygen. In turn, the patient was hospitalized.